Event description:
Customer reported to beckman coulter, inc. (Bec) that she noticed fluid on the top of sample tube caps of samples that were run on the synchron lx 20 clinical chemistry system. Customer reported that the volume of the leak was less than 100 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the closed tube sampling blade wash was leaking from the cap piercer due to obstruction in the waste valve on the cap piercer assembly. The fse removed the obstruction from the valve. Customer ran quality control after the repair with all results in range.

Manufacturer narrative:
(B)(4).